Manufacturer narrative:
Evaluated one opened/used reservoir(transfer guard and plunger not returned. Inspected reservoir, snap cap, and septum for anomalies; none were found. Ran occlusion test using anew transfer guard and plunger reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving an insulin flow blocked alarm during basal delivery. Customer's blood glucose was 450 mg/dl. Troubleshooting was performed and customer reported that issue persisted even after several infusion set changes and reservoir changes. Customer was advised that supplies would be replaced.